Event description:
It was reported the pt had a csf leak. The symptoms reported were severe headaches, light and sound sensitivity, nausea, vertigo, pulsating and throbbing pain. The hcp told the pt "it was a spinal headache and would heal in a week or so". The pt has seen multiple physicians, undergone multiple tests - CT scans, myelograms, sternograms, as well as varius medication without relief for his pain. The pt stated "it [the pain] is constant and unbearable" - "I would take my own life if it wasn't against my religion". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
See scanned page.